Event description:
As reported, the balloons of a 2.5mm x 30cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter and a 4mm x 4cm 155cm saberx pta balloon catheter both ruptured within their nominal pressure. The complaint devices were replaced with another same sized saberx balloon catheters. There were no reported patient injuries. The lesions were superficial femoral artery (sfa) which had a 90% stenosis with severe calcification and mild tortuosity. The lesion was not a chronic total occlusion (cto). Both devices were stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the stylet sterile or packaging components for either device. Both devices were able to be removed easily from the patient and remained in one piece during their removal. The devices will not be returned for evaluation as they were discarded.

Manufacturer narrative:
The event description was corrected to match the reported devices. The complaint conclusion was updated with the corrected event description. This is one of two products involved with the reported event and the associated manufacturer report numbers is 9616099-2023-06294. Complaint conclusion: as reported, the balloons of a 2.5mm x 30cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter and a 4mm x 4cm 155cm saberx pta balloon catheter both ruptured within their nominal pressure. The complaint devices were replaced with another same sized saberx balloon catheters. There were no reported patient injuries. The lesions were superficial femoral artery (sfa) which had a 90% stenosis with severe calcification and mild tortuosity. The lesion was not a chronic total occlusion (cto). Both devices were stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the stylet sterile or packaging components for either device. Both devices were able to be removed easily from the patient and remained in one piece during their removal. The devices will not be returned for evaluation as they were discarded. The devices were discarded, as such they are not available for analysis. A product history review of lot 82246624 and lot 82226772 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. However, vessel characteristics such as a severe calcification and chronic total occlusion likely contributed to the reported events. These characteristics had been known to contribute damage of the balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the IFU also instructs that inflation at a high rate may damage the balloon. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.